Event description:
When the device was turned on during routine user testing, the monitor reportedly displayed an all white screen and the service indicator was illuminated. Device power was cycled several times and the device powered up normally and functioned appropriately.